Event description:
It was reported that a dependent patient presented to the emergency room after passing out and falling on her face . The pulse generator exhibited ventricular oversensing and underpacing, which caused the patients syncopal symptoms. The physician elected to explant and replace the device on (b)(46) 2014.

Manufacturer narrative:
Final analysis confirmed the reported complaint of oversensing. The oversensing was caused by a software error.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.